Event description:
A user facility reported that an intraocular lens (iol) was exchanged due to an unexpected postoperative outcome. The lens was exchanged for a different model iol.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. The product was returned and damage was observed. The lens was returned in a specimen cup. Solution with blood is dried on the lens. Product history records were reviewed and all documents indicate the product emt release criteria. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the condition of the returned sample, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Additional information was requested on 05/14/2012 and 05/21/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).